Event description:
Literature was reviewed regarding lead extraction. The authors described leads which were extracted due to infection which included pocket infection and systemic infection, perforation with or without pericardial effusion, pocket pain, occlusion, superior vena cava (svc) syndrome, high or increased impedance, a high sensing integrity counter (sic), inappropriate therapy, decreases in sensing, increase in thresholds, dislodgement, or extracardiac pacing. The status of the leads is unknown. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial numbers. The baseline gender/age characteristics is male/unknown. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: why and when ICD leads are extracted: does the ICD lead model influence lead survival? Medicina. 2025. 61, 1899. Doi: 10.3390/medicina61111899 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.